Event description:
Heater pod inline with hfnc exploded which expelled hot water onto therapist's back/leg. Ah202 circuit (substitute circuit) was being used with heated humidifier. The plastic housing for sterile water humidification broke away from the aluminum base. FDA safety report ID # (B)(4).